Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during a procedure, this 29mm bioprosthetic valve was implanted and subsequently explanted and replaced with a 27mm bioprosthetic valve. The customer indicated the reason for replacement was that the 29mm did not fit well with the patient anatomy. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the valve was slightly distorted; oval shaped. The distortion, as observed in historical events, appears consistent with a sizing issue (patient prosthesis mismatch) and/or squeezing the stent in excess. All leaflets were in a semi-relaxed position which is a normal finding for this valve as it is processed with the leaflets in relaxed state. All leaflets were slightly stiff but flexible possibly due to blood contact and/or the decontamination process. All leaflets were intact. All commissures were intact. Conclusion: there was no performance allegation for the device. The valve was slightly distorted (oval shaped). Distortion of the annular ring can restrict the leaflets from fully opening and/or cause misalignment of leaflets during valve closure. Oversizing of the valve may have led to stent distortion. If information is provided in the future, a supplemental report will be issued.